Manufacturer narrative:
(B)(4), 2011: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Connection issues with the atrial lead were reported during the implant procedure. Clicking on the screwdriver was not obtained. A pull test applied to the lead by the physician revealed that it was connected. However, since clicking of the screwdriver was not obtained, the physician unscrewed the set-screw and removed the lead. It was also reported that the atrial set-screw was fixed to the tip of the screwdriver. Reportedly, the physician has watched the lead connecting video, but the recommended methods were not applied.